Manufacturer narrative:
FDA codes of this 3500a form are listed below; system updates pending. Result code: known inherent risk of procedure. Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Valve stenosis may result in symptoms such as sob and decreased exercise tolerance, which may be accompanied by an increased gradient across the valve. Per the valve academic research consortium (varc), valve stenosis can result from a number of factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardio-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. In this case, the cause of the valve stenosis 3 years and 3 months post tavr cannot be confirmed, but may be related to the progression of pre-existing disease processes. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by the edwards implant patient registry, 3 years and 8 months post implant, a 26mm sapien xt valve was implanted in an existing 26mm sapien valve. Medical record review revealed that 3 years and 3 months post implant of a 26mm sapien valve, tte indicated the patient had developed increasing stenosis of the bioprosthetic aortic valve. Increased gradients across the bioprosthetic valve, with a mean gradient of 32 mmhg, and trace aortic insufficiency (ai), possibly paravalvular leak (pvl) were reported. A valve-in-valve procedure was performed 5 months later. The repeat tavr procedure was performed without complications and was stable condition. Postoperative echocardiogram was within normal limits. On postoperative day (pod) 2, the patient was alert and in sinus rhythm. The patient was discharged to home on pod2.

Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported by the edwards implant patient registry, 3 years and 8 months post implant, a 26mm sapien xt valve was implanted in an existing 26mm sapien valve. No further information is available at this time.